Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that for the last coupling of days the patient was charging too often and the patient's implantable neurostimulator (ins) was not holding a charge; the device was currently critically low. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.